Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal using pads via the multifunction cable. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation, and this complaint is still under investigation.